Event description:
It was reported that the patient experienced sustained hyperglycemia with ilet indicating high glucose and a confirmatory fingerstick of 395 mg/dl after glucose levels began rising despite a recent infusion set change to a steel contact detach; the patient uses dexcom g7 and had a sensor replacement with delayed connection, during which backup therapy was used, and the patient administered 22 units of subcutaneous novolog insulin with moderate ketones present. Symptoms included hyperglycemia with ketonemia. Outcomes included self-management at home without hospitalization, device discontinuation not reported, and education and troubleshooting completed with a goodwill supply order initiated. Investigation included review of use pattern, infusion set performance, cgm connectivity timing, and user troubleshooting steps. Investigation of this case revealed no device alarms or identifiable device malfunction and an unclear etiology, with potential contributing factors including infusion site or set performance and cgm reconnection timing relative to insulin delivery decisions. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.